Event description:
It was reported that during the implant attempt, after numerous placements of the right atrial lead, the helix would no longer extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the distal conductor was distorted near the connector and was suspected to be damaged during the implant procedure. There was blood in/on the helix mechanism and sleevehead.